Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infection at the drg lead insertion sites and prescribed antibiotics. Additionally, it was noted that the lead incision sites were not fully closed. As a result, surgical intervention took place on (B)(6) 2025, wherein the leads were buried deeper, and the incision was re-closed to address the issue. The infection has now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.